Event description:
Physio-control observed that a device that was in inventory to be repurposed for use would not complete the boot-up cycle. As a result, defibrillation was not possible. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control examined the device and verified the reported issue. Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was placed back into inventory for future use.physio further evaluated the removed system pcb assembly and determined that the cause of the reported issue was the single board computer which is located on the system pcb.